Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprostheses was used during a stenting procedure within the common bile duct of a cancer patient on (B)(6) 2011. According to the complainant, the patient's anatomy was severely tortuous due to a four centimeter lesion within the common bile duct. The anatomy was dilated prior to placement. It was reported that the endoscope was in a bent/kinked position. During the procedure, the stent device was advanced to the target lesion; however, the stent was unable to be deployed, as the stent wires had perforated the outer sheath. The device was removed from the patient, and the procedure was completed with a plastic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device noted that the stent was mounted. The stent had moved proximally on the inner inside the outer sheath, there was a distance of approximately 8mm between the distal end of the stent and the proximal end of the radio opaque (ro) markerband on the inner shaft. Examination of the outer sheath revealed that it was scratched on the inside and there was evidence of stent wire perforation. The distal end of the stent was bent in appearance. During functional analysis, it was possible to deploy the stent by retracting the outer sheath however some resistance was noted initially. Examination of the deployed stent noted that both the distal and proximal stent wires were uncrossed and damaged. There was more severe damage on the proximal end of the stent. Examination of the stent holder found no anomalies. Examination of the stent cup noted that it was severely creased and free moving on the inner shaft. A severe kink was noted at the proximal end of the reconstrainment limit markerband. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Device analysis determined that the condition of the returned device was consistent with the complaint incident. Based on the condition of the returned device, and the evaluation conducted the most probable root cause of the reported failure is operational context.

Manufacturer narrative:
Reported issue of stent wires perforated outer sheath. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent biliary endoprostheses was used during a stenting procedure within the common bile duct of a cancer patient on (B)(6), 2011. According to the complainant, the patient's anatomy was severly tortuous due to a four centimeter lesion within the common bile duct. The anatomy was dilated prior to placement. It was reported that the endoscope was in a bent/kinked position. During the procedure, the stent device was advanced to the target lesion; however the stent was unable to be deployed, as the stent wires had perforated the outer sheath. The device was removed from the patient, and the procedure was completed with a plastic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.